Manufacturer narrative:
Product complaint # =(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 the surgeon was putting a temporary fixation pin to the retrieval body and temporal fixation pin broke. The item was temporary fixation pin-long. The item left in retrieval body and the parts able to get out still had collation. No complication in case and the patient was doing fine. No other information. This report is for one (1) temporary fixation pin-long. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that fixationpin f/temp use was observed broken at the thread shaft. The broken fragment was not received. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the fixationpin f/temp use was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the fixationpin f/temp use would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot part number: 03.161.057-us, lot number: 231p191 , part manufacture date: 02-04-2022, manufacturing location: brandywine , part expiration date: n/a. Nonconformance noted: a review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the temporary fixation pin ¿ long was processed through all operations on the released routing for part number 03.161.057 and met all inspection specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device history review nonconformance (12/07/2021) ¿ 100% sampling of laser etch during inspection identified 10 of 48 fixation pins with unevenly faded laser etch. Based on the 100% sampling inspection and the successfully completed rework, this nc would not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.